Manufacturer narrative:
Correction: report source: removal of user facility. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there were pad splice jams and registration problems during the manufacture of the batch which may impact the complaint issue. All preventative maintenance (pm) was completed to schedule. A non-conformance (nc) opened for this issue and has been closed. The investigation has been completed and closed. The root cause investigation found that a build-up of debris and glue to be the most probable reason for this issue. There is also currently a revalidation program for all machines in the manufacturing plant. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the seal was not welded, and in a non-sterile state. Photos depicting the reported complaint issue were provided by the complainant.